Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors tip cover accessory for evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, when taking the monopolar curved scissor (mcs) instrument out of the patient, the mcs tip cover accessory came off in the patient. It looked like it had some damage to the plastic piece on the top of the scissor and might not have been secured on. The fragment fell into the patient and was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.